Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia and leaking insulin cartridges over two days, going through three cartridges and reporting a blood glucose of 350 mg/dl; upon review, the user had been attaching the cartridge to the connector before inserting the cartridge into the ilet device, contrary to instructions, and a full supply change was performed with reconnection and resumption of insulin delivery. Symptoms included hyperglycemia. Outcomes included continued device use after troubleshooting and education. Investigation included customer interview and troubleshooting guidance on proper supply change technique. Investigation of this case revealed use error related to the cartridge-to-connector assembly sequence leading to insulin leakage and underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was use error with technique-related underdelivery.